Event description:
It was reported that the patient expired. The patient had previously been seen in hospital due to dizziness and shaking and found to be iron deficient. The device was interrogated after the patient expired, which revealed that 6 hv shocks were delivered for vf episodes on (B)(6) 2012. Review of printouts by sjm personnel suggests an electrolyte issue, but this could not be confirmed in the field. The hv impedance had been trending upward since (B)(6) 2o11.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was tested on the bench and automated system; all test results were normal. No anomaly was detected and the device met all test specifications.